Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to (B)(6) female consumer, who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. This event is serious due required intervention and is listed in the reference safety information for essure. Abdominal pain may occur with essure use. In this case the consumer had this pain approximately six months after insertion among other non-serious events and had hysterectomy scheduled. Given event's nature and compatible temporal relationship, causality with essure use cannot be excluded. Since surgical intervention will be required, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4), awareness date 05-aug-2015). It refers to a (B)(6) female consumer in united states who had essure inserted a around 2 years previous to this report. She stated that about 1.5 years previous to this report, she started having heavy periods, very heavy, terrible cramping, lower abdominal pain (without periods), back pain and joint pain. She felt like an old women. She was tested for lupus, rheumatoid arthritis, lymes and other things and all were negative. She will be having a hysterectomy in (B)(6) 2015. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to (B)(6) female consumer, who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. This event is serious due required intervention and is listed in the reference safety information for essure. Abdominal pain may occur with essure use. In this case the consumer had this pain approximately six months after insertion among other non-serious events and had hysterectomy scheduled. Given event's nature and compatible temporal relationship, causality with essure use cannot be excluded. Since surgical intervention will be required, this case is regarded as incident. Technical analysis is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.